Manufacturer narrative:
Additional revised component: star total ankle replacement talar component, model #: 400-256, lot # 091106/0813, expiration date: 02/01/2015, date of implantation: (B)(6) 2011, date of explantation: (B)(6) 2013, device manufacture date: 02/2010. Company report form states sliding core mobile bearing was fractured. Pt had the sliding core mobile bearing exchanged, and talar component was downsized. Review of device history record shows no anomalies.

Event description:
Pt had star talar component and sliding core mobile bearing revised.